Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-08308, 1627487-2019-08310. It was reported that the patient had their scs system explanted due to ineffective stimulation. The exact explant date is unknown. This is all the information that is known at this time.